Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left revision mastopexy. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on the left side, and with 650cc mentor memorygel breast implant on the right side, and experienced capsular contracture; baker grade IV on her right side postoperatively; diagnosed after physical exam. On (B)(6) 2022, mentor became aware that patient underwent bilateral capsulectomies with bilateral replacement with 800ml ultra high profile gel implants with bilateral revision mastopexy on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On august 26, 2022, device evaluation was completed. - field d4 for catalog number has been updated to "3505650bc" - field d4 for unique identifier( UDI) has been updated to (B)(6). Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 650cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).